Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and stopped using the device, with self-reported nadirs in the 40¿50 mg/dl range and correction using orange juice and candy; the device alerted for low glucose, and the user plans to consult their healthcare professional regarding alternative options. Symptoms included sweating, delayed responses, and shakiness consistent with hypoglycemia. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included a review of user-reported event details; device logs were not available due to lack of mobile app synchronization, and no alarms or malfunctions were reported beyond low-glucose alerts. Investigation of this case revealed that the event involved hypoglycemia with unclear cause, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.